Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. A 42 +0 ceramic head, adm/ mdm poly insert, and 42e mdm metal liner were revised to a constrained liner and a new femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.